Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
The pump initially failed the 30 psi occlusion test during preventative maintenance due to a recorded occlusion deviation of 21, which is outside the acceptable range of 22-38. After calibrating the pump's psi value from 322 to 312, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 09/05/2024, during the preventive maintenance (pm), the device was reported to have failed "30 psi value" calibration test under required perimeters and was recalibrated.